Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-3000 axius xpose would not tighten. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed to determine if the xpose would tighten or not. The mount knob was turned clockwise to lock the interlinking arm. The device performed according to specifications. Based upon the findings above, the reported complaint "would not tighten" was confirmed. (B)(4).